Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. The malfunction was unable to be duplicated after extensive testing. The pace/defib engine assembly was retained at zoll medical and the customer received a replacement which they stated resolved the malfunction. Analysis for reports of this type has not identified an increase in trend.